Event description:
It was reported that 6 months ago the right lead stopped working up to 10.5 volts and they turned it off. It was noted that x-rays showed that the right lead, which the patient did not use had migrated down. It was noted that there were no falls or injuries. Additional information received reported that the x-ray was taken on (B)(6) 2013. It was noted that no malfunctions were seen and the cause of the issue was not determined. It was noted that the health care professional (hcp) stated that they did not see any cause for lead failure. It was noted that adaptive stimulation had been disabled and the patient was instructed to keep stimulation low on the left lead to prevent uncomfortable stimulation or jolts.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.